Manufacturer narrative:
Philips service recalibrated the bodyguard and restored detector rotation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that flat panel locked, reduced field, not rotating on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.